Event description:
Olympus (osh) was informed by the customer that the visera video system center¿s ¿rgb and yc presentation is abnormal¿ during choledochoscopy. The facility completed the procedure with another similar device and was not delayed more than 15 minutes. The device was returned for service. Upon inspection and testing, a no image (reportable) malfunction was found when connected to ¿yc¿. No patient death or serious injury was reported to olympus.

Manufacturer narrative:
The repair center engineer confirmed the customer's reported issue as a no image malfunction (reportable) was found when connected to ¿yc¿. Additionally, the image has a lack of red, the memory battery run out and there were stripes on the image due to defective rgb connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report's aware date (g3). The correct become aware date of the reportable malfunction is (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was not duplicated, however, the phenomenon of stripes on image was confirmed. It was surmised that the image was not temporarily displayed due to communication failure caused by the faulty rgb connector. Olympus will continue to monitor field performance for this device.